Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert. Upon interrogation, it was found that the lead exhibited noise, and out of range high pacing impedance. In addition, the lead had low r waves, very high thresholds and was unable to capture. A lead fracture was suspected. Initially, detections were turned off and subsequently the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the audible alert that triggered was an out of range impedance alert.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.